Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left anterior descending (lad) artery with mild tortuosity, moderate calcification and 90% stenosis, a 2.75x23 mm xience pro stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy. There was no interaction of devices. A new same size xience pro sds was implanted to treat the target lesion in the lad. A 2.5x28 mm xience pro sds was advanced in the distal right coronary artery; however, the sds failed to cross the lesion due to the patient anatomy and the proximal shaft separated into two pieces. The separated portion of the sds was pulled back and removed from the patient anatomy. Another unspecified stent was implanted to treat the lesion in the rca. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.